Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. The patient came in for a routine follow-up and needed reprogramming. It was reported that the patient wanted more stimulation in his lower back, but the rep was only able to get the stim to the knee. The rep tried numerous program combinations at the top of the lead. It was noted that the patient had been very active working on their car. An x-ray was ordered, and it was discovered that the leads had digressed or migrated from t8 down to t10. Impedances also showed electrode 7 and 15 to avoid. For contributing factors, it was noted that the patient did not follow post-op instructions hence the reason the leads had migrated. To resolve the issue, the patient was scheduled for a lead revision. There were no further complications reported or anticipated.